Event description:
Reporter alleged blood measured 63 mg/dl at 8:03 am and then hi at 10:42 however there were 5 additional readings in between the time frame that were not located in the meter memory. No actions were taken or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.